Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints have been reported for this lot.

Event description:
It was reported to boston scientific corporation on august 22, 2007, that an endoscopic retrograde cholangeopancreatography procedure using a trapezoid rx lithotripter compatible basket was performed (female pt, age and weight unk). According to the complainant, a stone was captured within the basket of the device; however, the stone could not be crushed and the basket tip would not break off, as intended by design. Reportedly, the physician "turned the basket into a lithotripter," yet the stone still could not be crushed and the lithotripter handle became "deformed." The procedure was completed as the physician was able to remove both the stone and the basket from the pt. At the conclusion of the procedure, the pt's condition was report as "fine."